Event description:
This report is being filed after the subsequent review of the following journal article: deventer, n., savvas, e., vordemvenne, t., raschke, m.j., hartensuer, r. (2014). European spine journal, vol 23(11), pp. 2546-2547. The abstract is a case report of a (B)(6) year old female with forestier's disease who had cervical spine locking plate (cslp) implanted at c3-6. She developed severe dysphagia with a tendency to aspirate postoperatively. A laryngoscope confirmed decreased motion of the vocal chords. A postop CT scan showed a decreased distance between the plate and thyroid cartilage due to prominent spondylophytes on the vertebral bodies. The dysphagia decreased over the next 5 months postop and she had no complications 3 years following the surgery. Six years after the surgery , the dysphagia slowly increased. A CT scan showed a synostosis between the osteosynthesis plate and the thyroid cartilage. On endoscope, there was a bulge of the local pucose and uncovered party of the plate. The cslp implant was removed after stabilization with the massa lat system. There is no allegation of deficiency for the massa lat system. During surgery, it was identified the thyreoid cartilage is bony fused with cervical spine. She also had local osteotomy/reconstruction of the pharynx. Three weeks postoperatively from the revision surgery, an endoscope identified complete closure of the prior defect and the patient did not have dysphagia or aspiration. This is report #1 of #1 for com-(B)(4). This report is for an unknown cslp with an unknown part number, lot number and quantity. A copy of the literature abstract is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: deventer, n., savvas, e., vordemvenne, t., raschke, m.j., hartensuer, r. (2014). European spine journal, vol 23(11), pp. 2546-2547. This report is for an unknown cslp with unknown part and lot numbers. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.